Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the cement only hardened at 18 min in the patient, 20 min outside of the patient. Exothermic reaction was very delayed. Upon testing another packet of cement after the case in the same ot (same temp). Hardened at 14-15 min, exothermic reaction at 13 min. This is significantly delayed where usually at 11 min the cement is hard. (Smartset cement lot: 4360232) surgery was delayed 10 minutes due to the reported event.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : cement only hardened at 18 min in the patient, 20 min outside of the patient. Exothermic reaction was very delayed. The products were returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned samples found that the products were within the packages and still unopened, no sign of damage was found on the outer package. A retained sample test was performed for this product and lot combination. The cement mixed and behaved as expected for the product type and met the appropriate control specification. The overall complaint was not confirmed as the observed condition of the smartset ghv gentamicin 40g would not have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing record evaluation was performed for the finished device product description: smartset ghv gentamicin 40g product code: 3095040 lot number: 4360232. There were two non-conformances associated with this lot. However, these would not have contributed to the complaint event.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. How was the cement prepared for use? - use a cement bowl. B. What equipment was used to prepare / mix the cement? - cement bowl. C. What was the timing to mix and the time between mixing and setting? - mixing time: 40secs, cement sets at 18mins. D. What equipment was used to deliver the cement? -cement spatula and hands. E. What was the storage temperature of the cement prior to usage? - 18-20 degrees. F. What was the or temperature during use of the cement? - 20-21 degrees.